Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patients tested for hba1c tq gen.3 (a1c-3) on a cobas 6000 core unit. Based on the data provided, the results for 1 patient were erroneous. The initial a1c-3 result was 10.9%. This result was reported outside of the laboratory where the patient questioned the result. On (B)(6) 2017 the sample was repeated and the result was 7.0%. A new sample was obtained on (B)(6) 2017 and the result was 7.1%. There was no allegation that an adverse event occurred. The a1c-3 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found salt in the upper part of the reaction cells of the instrument. The filling station may be overflowing the cuvettes causing liquid from one cuvette to pass to another affecting the reaction. The fse adjusted the filling level of the cuvettes, cleaned the cuvettes and the incubation area, cleaned and decontaminated the washing station and checked mechanisms.

Manufacturer narrative:
Serial number was corrected. The fse found white deposits/crystals on the surface of the reaction cells. The a1c-3 application is more sensitive to proper cell rinse than other applications. An accumulation of latex particles on the reaction cell surface would explain the higher result. The service actions performed by the fse were appropriate to address this issue. Reagent issues can be excluded as a root cause since additional results using the same reagent were correct.